Event description:
It was reported that the patient presented to the emergency department in asymptomatic atrial fibrillation. Information revealed the atrial lead exhibited occasional undersensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.